Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. It was suspected that this rv lead ws dislodged. Additional information indicates that this patient will be evaluated by the physician at the end of the month and will decide then on what to do. No intervention done as of this time. This lead remains in service. No adverse patient effects were reported.